Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter did not power on with button depression and strip insertion. The reader was de-cased and did not observe any signs of damage inside. An extended investigation has also been performed for the reported complaint. Performed visual inspection on the returned meter and no anomalies were observed. Sleep and on current both measured to be fairly consistent. However, the reader screen did not turn on. The central processing unit (cpu) was measured and seemed to be getting power. Crystal y1 oscillation using oscilloscope was checked and observed no output. Replaced crystal y1 with known good and observed meter to turn on. Known good meter with returned crystal does not respond at all. Therefore, this issue is confirmed due to faulty crystal y1. All pertinent information available to abbott diabetes care has been submitted.